Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the image has black spots with shadows due to lens damage and debris particles inside the optical system. The inspection also noted the light guide connector is burnt and deteriorated and the outer tube is bent. The cause of the lens damage cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer trueview ii, rigid autoclavable telescope was returned to olympus repair center for a reported ¿you can see black spots¿. The customer reported issue was found during pre-use inspection of a diagnostic cystoscopy. The device was replaced, and the procedure was completed without delay. Upon inspecting and testing, internal lens damage was identified. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture internal lens damage found during repair inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely internal lens damage occurred due to user error, improper handling, application of excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.